Event description:
Venetec sales representative reported that upon hearing about this incident they visited the hospital to get the facts. The risk manager of the hospital reported to them that a very conbative patient, with wrist restraints strapped over the site and the statlock device, had the statlock IV retainer lodged into the patients arm and had to be surgically removed, which resulted in the loss of use of the hand. It is unknown to venetec whether the lost of use of the hand is a temporary or permanent condition. The hospital would not give out any patient or additional information.